Event description:
Reportedly, the pacemaker was explanted because of exteriorization risk. It was noted that at the last interrogation, device time to elective replacement indicator (eri) was 69 months; however, 6 weeks later (the day of device replacement) the time to eri was 48 months, the device will be returned for analysis.

Event description:
Reportedly, the pacemaker was explanted because of exteriorization risk. It was noted that at the last interrogation, device time to elective replacement indicator (eri) was 69 months; however, 6 weeks later (the day of device replacement) the time to eri was 48 months, the device will be returned for analysis.

Event description:
Reportedly, the pacemaker was explanted because of exteriorization risk. It was noted that at the last interrogation, device time to elective replacement indicator (eri) was 69 months; however, 6 weeks later (the day of device replacement) the time to eri was 48 months, the device will be returned for analysis.

Manufacturer narrative:
Preliminary investigation of the returned unit showed that the electrical test of the hybrid module did not reveal any anomaly.

Event description:
Reportedly, the pacemaker was explanted because of exteriorization risk. It was noted that at the last interrogation, device time to elective replacement indicator (eri) was 69 months; however, 6 weeks later (the day of device replacement) the time to eri was 48 months, the device will be returned for analysis.